Event description:
Intra-procedure, a procedural scope had error including right eye of scope not detected. Vender notified in real time. Scope was exchange by provider, procedure completed with out complication. Continuing to monitor scope.